Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion at the bifurcation of the common and internal carotid arteries with no calcification and 80% stenosis. A large emboshield nav6 embolic protection system (eps) was prepped as per the instructions for use. The delivery catheter (dc) of the eps was advanced with no resistance and the filter appeared to successfully deploy; however, resistance was met on attempted removal of the dc and the dc could not be detached from the filter. The handle of the eps was advanced and retracted and the guide wire was advanced/ twisted in an attempt to dislodge the filter from the dc but this was unsuccessful. The dc was pulled with force and the filter ultimately dislodged and released the dc. The filter was successfully retrieved with the retrieval catheter and an additional nav 6 eps system was advanced and the filter deployed to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed. The reported deployment issue was unable to be confirmed due to the condition of the returned product. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.